Event description:
It was reported that the patient indicated the remote monitor was not getting power. The patient tried multiple outlets without success. Information received indicates that the remote monitor has sent successful transmissions in the past. A replacement power cord will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.